Event description:
It was reported that the facility purchased four drill bits on (B)(6) 2014. While using one of the drill bits for the first time on (B)(6) 2014, the drill bit broke. It snapped near where the flutes begin. The surgeon was unable to remove drill bit fragment. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
This device is intended for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The broken drill was evaluated against the incoming inspection requirements for the drill blank (B)(4) for lot 7562045. All evaluated features were found acceptable to the established criteria.

Manufacturer narrative:
Additional narrative: this device is used for treatment and not diagnosis. The product development evaluation indicated that the returned part was observed to be broken at the beginning of the flutes, wherein, a complete evaluation of the returned part could not be performed as broken bit pieces remained in the patient. The shaft and remaining flutes were examined under microscopic magnification and found to be unremarkable. The coupling end was examined visually and found to have two small witness marks on the flat consistent with rc hardness tests. However, the design of the returned part is deemed adequate for the intended use. Therefore, the complaint is deemed indeterminate from a design perspective. Placeholder.